Event description:
It was reported to boston scientific corporation that a patient received a transobturator mid-urethral sling procedure in 2007. During the procedure, the plastic blue dilator at the end of the mesh split while inside the patient. The physician was able to continue the procedure successfully and retrieve the entire sheath with no patient complications.

Manufacturer narrative:
We are unable to determine the relationship between this device and the cause for this event. No lot number was provided. No conclusions could be drawn regarding possible root cause for this complaint since there was no product returned. Our directions for user outline appropriate placement, access and maintenance procedures. A fifteen (15) month complaint history review was performed for this product. No adverse trend has been identified for this product/device family with regard to the reported failure mode.